Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the station had failed drawers on main 1.1 and 1.2, which were not showing any cubies, and running the hardware testing application initially showed that no cubies were detected. The fse removed and reseated the row board cables and pyxie bus connections, then re-ran the hardware testing application and opened and popped all cubies. The drawers subsequently displayed the cubies correctly and were confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 1.1 and 1.2 not detected on bus, which located on sf5swa. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.